Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine outpatient management, the patient reported a defective led on the battery gauge status on the system controller, (B)(6). The controller was replaced and the old controller was intended to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a defective led was confirmed via analysis of the returned system controller. The returned system controller, serial number (B)(6), passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the pump running leds were observed to be half lit as well as the yellow led for the black power cable not lighting up while performing a self-test. The j1 component on the returned system controller user interface (ui) was inspected and observed to have damage to the solder for the connector pins. The pins were loose, causing a poor connection which is consistent with dim leds. The system controllers ui membrane printed circuit board (pcb) was replaced with a known working ui membrane pcb. A self test was performed and the controller passed. The yellow led for the black power cable lit up and functioned as intended as well as the pump running leds. The front membrane was removed from the system controllers ui. Resistance was measured for the leds and were unremarkable. Damage to these solder joints would result in the reported event. Log files downloaded for review and the data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The cause of the reported event was determined to be due to damage to the solder of several pins on the ui connector; however, the root cause of the damage could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) (rev. B) and patient handbook (rev. B) can be found on the eifu page of the abbott website. The heartmate 3 IFU, section 2, entitled ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. Heartmate 3 patient handbook, section 6 "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.